Event description:
It was reported that after the neurostimulator was replaced the lead impedance measurements for electrode 0 and 2 were less than 50 ohms. The company rep confirmed that the pt experienced no symptoms. The extension was re-seeded twice and the connections were wiped twice with the lead impedance measurements still less than 50 ohms on electrodes 2 and 3. The physician programmed around the short. The pt recovered without sequela.